Event description:
The reporter stated the surgeon inserted an aa4203tl torie silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the torn lens due to a loading error.